Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). The customer's report of leaking was confirmed. Functional testing confirmed leaking at the tubing connected to the drip chamber engagement. Microscopic examination revealed both sides of the tubing had insufficient solvent applied at the engagement during manufacturing process. A dimensional analysis found the tubing to be within specification. The root cause of the leak was insufficient solvent application during the manufacturing process.

Event description:
The customer reported a leak at the connection of the drip chamber. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.